Event description:
It was reported that during a gastric bypass procedure all of the trocars was leaking pneumo. They were losing a lot of pneumo when the insulator was hooked up the devices. The case was completed with the device with no patient consequence.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument was leaking. They realized the blue retractor was torn. They replaced the retractor and reassembled however it continued to leak from seal cap. A new instrument was introduced and it leaked also. They finally used a competitor's device to complete the procedure. There was an additional twenty minutes added to the procedure as a result. The patient is okay.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Product code updated the analysis results found that a different device was received than the device reported. The device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. A valid lot/batch number was not received therefore the device history review could not be performed.

Manufacturer narrative:
(B)(4). Product code updated the analysis results found that a different device was received than the device reported. The device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. A valid lot/batch number was not received therefore the device history review could not be performed.